Manufacturer narrative:
Concomitant medical devices: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had an infection in the neck area. The patient had occipital lead placement. It was reported that the system was working fine and providing proper stimulation in areas of pain. The reason for explant was an due to an infection at the area of the distal lead tip to the anchors. It was unknown what led to the event. The physician decided to open up the original entry of the leads and remove the leads from that location after opening up the battery pocket and removing the leads from the generator. The generator was also removed. Relevant medical history includes non-malignant pain and occipital neuralgia.